Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
One year post implantation the skin has thinned and the device extruded through the skin. The user only consulted the ent after one month. The device was explanted and there was an infection observed at explantation.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. According to information received, the device was explanted due to extrusion and subsequent infection. The extrusion appears to be secondary to the implant location under the surgical incision. The implant site infection was likely due to inoculation of bacteria through the dehiscent skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
One year post implantation the skin has thinned and the device extruded through the skin due to bad inital positioning of the implant. The device was explanted.